Event description:
It was reported that a patient underwent a laparoscopic hysterectomy, bilateral salpingectomy and pelvic adhesiolysis under general anesthesia on (B)(6) 2022 and suture was used. Near the end of the surgery, when the vaginal stump was sutured, the needle tip was broken, about 1mm long. It was immediately searched for. X-ray was taken during the surgery and no needle tip was found. The procedure was prolonged by about 3 hours. The patient was observed after surgery and recovered well without complaints. The patient has been discharged. Later, doctors closely followed up on the patient. There were no adverse patient consequences reported. Additional information was provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: did the needle fall into the patient? - yes. Were x-rays taken to locate the needle? - yes. Was there any patient consequence or injury? -not until now. What is the patient¿s current health status and condition? - good until now. Was any other tissue damaged as a result of searching the needle? -unk. Could you please clarify if the issue cause a surgery prolonged? - yes. If yes, was there any change in the patient¿s post-operative care due to the prolonged procedure? -unk. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? -not until now. How long (in minutes) did the surgery prolong? - about 3h. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: = 275 g/m.